Event description:
Reportedly, the device was found in nominal mode for an unknown reason. Preliminary analysis confirmed the reported behaviour, it resulted most probably from an issue on the nominal button on the programmer interface (keyboard or screen button).

Event description:
Reportedly, the device was found in nominal mode for an unknown reason. Preliminary analysis confirmed the reported behaviour, it resulted most probably from an issue on the nominal button on the programmer interface (keyboard or screen button).